Event description:
It was reported that a high, out-of-range shock impedance measurement (128 ohms) was noted from this implantable device. Boston scientific technical services was contacted and provided thorough recommendations to assess the system in-clinic, such as provocative maneuvers, diagnostic imaging, and potential commanded shock testing. Additionally, it was stated, that the programmed shock impedance alert could be raised. At this time, the device remains implanted and in-service. No adverse patient effects were reported.